Manufacturer narrative:
Date of event: the date of the graft failure is unknown. (B)(6) 2020 is the date the technical issues were alleged. Based on information provided, it cannot be determined that the alleged graft failure is related to the activ.a.c.¿ therapy system. The nurse could not determine if the graft failure was due to the location of the wound, tobacco use or the activ.a.c.¿ therapy system. It is unknown if and what medical or surgical intervention was performed. Device labeling, available in print and online, states: continuous therapy is also generally recommended for patients at increased risk of bleeding, highly exudating wounds, fresh flaps and grafts, and wounds with acute enteric fistulae. Continuous therapy for duration of 7 days with no dressing changes is also generally recommended for use of v.a.c. ® therapy with a new graft placement. Apply v.a.c. ® dressing immediately after graft placement and begin therapy as soon as possible. When using v.a.c.® granufoam¿ dressings, a non-adherent dressing should be placed directly over the graft / tissue. In general, the pressure setting used to prepare the recipient bed before grafting should be continued after grafting. Continuous therapy should be used to provide a constant bolster. If a wound has been progressing well from dressing change to dressing change but then deteriorates rapidly, consider the following interventions and, where necessary, seek the guidance/expertise of a specialist: check the therapy hour meter to ensure that the actual number of therapy hours received matches the number of recommended therapy hours (22 hours a day). If the number of therapy hours is less than 22 each day, find out why there is a therapy deficit and remedy the situation. Clean wound more thoroughly during dressing changes. Evaluate for signs and symptoms of infection and, if present, treat accordingly. Change dressing often, ensuring that it is being changed at least every 48 hours. Examine the wound and debride as necessary. Debride the wound edges if they appear non-viable or rolled under as this may inhibit the formation of granulation tissue and migration of epithelial cells over an acceptable wound base.

Event description:
On 04-sep-2020, the following information was reported to kci by the nurse: the activ.a.c.¿ therapy system was applied to the patient's split thickness graft. The device produced alarms but allegedly displayed a 0mmhg pressure reading. On 14-sep-2020, the following information was reported to kci by the nurse: the activ.a.c.¿ therapy system reportedly produced multiple audible alarms with allegedly no visual reading of the type of alarm and displayed a 0mmhg pressure reading. The nurse also reported that the patient has an extensive graft, and the area near the groin allegedly did not take. The nurse noted the patient is a smoker and that this is a difficult area for the wound/graft as this is a high mobile area, but could not determine if the graft failure was due to the activ.a.c.¿ therapy system. No additional information was provided. On (B)(6) 2020, the device was tested per quality control procedure by kci service center, and the unit passed the quality control checks and met specifications. On (B)(6) 2020, the device was placed with the patient. On (B)(6) 2020, the device was tested per quality control procedure by kci service center and the unit passed the quality control checks and met specifications. Additionally, on (B)(6) 2020, the device was tested per quality control procedure by kci quality engineering and the unit passed the quality control checks and met specifications. The device passed all functional testing including producing alarms as expected and no unexpected alarms. Inspection and testing of the device did not reveal any evidence of an operational malfunction with the unit.